Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, there was an unexpected refractive outcome and the lens is misaligned. Additional info was received from the surgeon, who reports that the event continues because the pt will need photorefractive keratectomy to correct residual prescription.

Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge with an unk handpiece. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause for the reported complaint. The surgeon stated the toric marks appeared about five degrees off. The posterior surface of the iol is marked with indentations (three at each end) at the haptic/ optic junction. These indentations form an imaginary line representing the plus cylinder axis. After the lens is inserted, it should be precisely aligned using the axis marking indentations with the marked axis of lens placement. Axis marks must fall within an established range. All lenses are 100% inspected for the axis alignment. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2014. (B)(4).